Event description:
It was reported that this right ventricular (rv) lead exhibited increasing pace impedances and pacing thresholds. Rv lead pacing impedances were 2058 ohms and pacing thresholds were 6v at 1.0.defibrillation threshold (dft) testing was performed successfully, however some undersensing was noted. Conversion occurred at 31j. The plan of care was to leave the lead in, and change sensitivity from 0.6 to 0.4 mv, and increase outputs to 7.5 at 1.0 mv. It was noted that the patient did not rv pace; no adverse patient effects were reported. The lead will continue to be monitored. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).